Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, the pump exhibited no disposable pump detected" alarm. Per reporter customer reported that one cassette had approximately 20 ml remaining. It was also reported that 42 ml was reaming in a recent cassette. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).